Event description:
Reporter indicated that the vns therapy was ineffective and hence, the delivery was explanted. Good faith attempts for additional info have been unsuccessful to date. The lead and the generator were explanted in 2008.